Manufacturer narrative:
Product evaluation: the product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Add'l information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A company representative reported a patient that was "unable to see faces at a distance" following an intraocular lens (iol) implant procedure. The lens remains implanted.